Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek meter with serial number (B)(4). The customer tested initially at 8:41 a.m. And got a result of 4.1 inr. The customer was having a hard time getting blood from his finger and had to squeeze it a little more. The customer then received an error code on the meter. He couldn¿t remember what error code he received. The customer tested again using a new finger and got a result of 2.4 inr. The customer thinks the result of 2.4 inr was correct and reported this result to his healthcare provider. No treatment was required. The customer¿s therapeutic range is 2 ¿ 3 inr. No adverse event occurred. Since the customer wasn¿t sure what error was received, a display test was performed. The display was complete. The customer is not anemic, is not on heparin therapy or any direct thrombin inhibitors and does not have antiphospholipid antibodies. There has been no change in his coumadin dose. He is not taking any new medications, has not made any diet changes, has no new illnesses and is not experiencing any bleeding or bruising. The meter and strips were requested for investigation. The meter and strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: 3.3 inr, donor #2: 2.7 inr. Donor #1 hct: 48%, donor #2 hct: 52%. Donor #1 master lot and retention meter: 3.4 inr, donor #1 customer¿s strips and customer¿s meter: 3.3 inr. Donor #2 master lot and retention meter: 2.7inr, donor #2 customer¿s strips and customer¿s meter: 2.6 inr. A specific root cause was not identified for this event. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. Based on a review of the error codes in the meter, there was a "defect strip" error at 8:44 a.m. On (B)(6) 2017. Based on a review of the meter memory, the result of 2.4 inr was obtained at 8:47 a.m. On (B)(6) 2017. There is no result of 4.1 inr on (B)(6) 2017. No information was provided in the complaint that would point to a cause for the result discrepancy.